Manufacturer narrative:
Evaluation method - "other." The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash. The patient's rash was located under the front therapy electrode pad. The patient's physician prescribed the patient a cream to use on the rash. Follow-up indicated that the rash had healed.